Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported on (B)(6) 2017 that the patient came to the clinic for routine visit and was found to have elevated lactate dehydrogenase (ldh) of 555. It was stated that the ventricular assist device (vad) parameters were stable and that there were no alarms. It was further stated that high dose heparin was started prophylactically. On (B)(6) 2017 the echocardiogram (echo) did not show thrombus and outflow graft was patent and free of obstruction. On (B)(6) 2017 the ldh was trending down to 378. On (B)(6) 2017 no events, no change to medical treatment. On (B)(6) 2017 vad thrombus continued to be suspected, ldh down to 299 and vad flows remain stable with no alarms. On (B)(6) 2017 the ldh was at 248 (normal) and patient was prepped for discharge. Warfarin and aspirin (asa) continues and plavix added to home medications. It was stated that the patient was stable throughout admission and that thrombus was not confirmed. No additional information available.

Manufacturer narrative:
Product event summary: (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed normal pump parameters and two low flow alarms logged on (B)(6) 2017 and (B)(6) 2017 respectively. Of note, it was noted the patient had elevated ldh levels, however, echocardiogram showed no evidence of thrombus. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, low flow alarms may be attributed to multiple factors including but not limited to thrombus at inflow cannual/outflow graft, kink in outflow graft, poor vad filling. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This event was assessed and is being reported as part of a retrospective review of events in response to an update to the MDR complaint sources. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that pump thrombus was confirmed. Patient was discharged home with therapeutic international normalized ratio (inr) and continued on aspirin and coumadin. The issue was stated to have been resolved. No further patient complications have been reported as a result of this event.